Event description:
Examination was confirmatory of device malfunction w/the inability to affect device inflation and w/attempted pumping of the scrotum demonstrating the collapse of the pump. Device implanted at other facility. Info not available.